Manufacturer narrative:
(B)(6).

Event description:
It was reported that the spider drive was not energizing. A competitive back-up device was used to complete the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and both enclosures showed signs of possible impact damage. Functional testing was conducted with a fully charged battery. The unit would not energize. This confirmed the complaint. Further evaluation revealed the spider2 contained a blown fuse on its circuit board. The spider2 passed functional testing with a known good fuse installed. After the evaluation the root cause for the reported issue was determined to be a blown fuse on the control board. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Date of event: corrected to (B)(6) 2016. Initial reporter also sent report to FDA: corrected to no.